Event description:
It was reported that this event involved a male patient who has been on dialysis. During dialysis, the catheter started to leak behind the suture hub on the venous line and as a result, a new repair kit was used and the pigtail lumens were replaced. The user reported that the product code is unknown, but the external replacement shows it is a cannon ii plus. Because of this issue, dialysis was delayed a day until the replacement was in place. There were no reported patient complications. It was noted that this product was placed at another facility and not in the same town where the patient was having dialysis.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.